Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013 and elevated iop was noted on (B)(6) 2014. The lens was explanted on (B)(6) 2015 and replaced with a shorter length lens and this resolved the problem. The patient's post-op ucva was 20/18.

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).